Event description:
It was reported that the ventilator had an issue to deliver correct volume of air. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to service report, the air gas module was identified as defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and defective part were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to air gas module.

Event description:
Manufacturer's ref. #: (B)(4).